Event description:
(B)(4). I had hives treated by dermatologist, dizziness treated for vertigo, heavy cramping periods, sharps pains constant low in my stomach, gi issues w my stomach looking pregnant, had to get my fallopian tubes w the essure removed (B)(6) 2015.